Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue during procedure could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. The nt mitraclip was advanced to the valve. Gripper orientation was completed successfully. It was noted that one of the grippers stopped functioning during simultaneous gripper movement. Grippers had been cycled approximately 3-4 times. Troubleshooting was attempted but was unsuccessful. The device was removed and a replacement was used to complete the procedure. There were no patient consequences or clinically significant delay.